Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (750 mcg at 250 mcg) and bupivacaine (5mg/ml at 1.66 mg) via an implantable pump for unknown indications for use. It was reported that the patient's pump had been going in and out of motor stall and the patient experienced a return of pain. The patient heard the pump alarming on (B)(6) 2021 (B)(4) and it was later found that the patient's personal therapy manager (ptm) was showing code 8476 (motor stall). There were no known external factors and no electromagnetic interference (emi). The healthcare provider (hcp) interrogated the pump and verified multiple motor stalls and recoveries. The pump was replaced on (B)(6) 2021 and the issue was resolved. The patient was without injury at the time of the report. The patient's medical history and weight were asked but unknown/will not be made available. The pump will be returned for analysis.